Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional via the manufacturer representative (rep). The name of drug, concentration and dose inside the pump at the time of the event were unknown. The cause of the wound infection was not determined. Wound was closed and the healthcare professional (hcp) was treating with antibiotics. The pump and catheter had been explanted but was discarded by the hospital. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via intrathecal drug delivery pump for malignant pain and spinal pain. It was reported that the patient had a wound at his pump pocket site that appeared infected. It was unknown as to what factors may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting was performed. The pump was planned to be explanted 2 days after this report date due to the infection. At the time of this report, the issue was not resolved, patient status was ¿alive; no injury¿. No further complications were reported.